Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 387 mg/dl. Cause of elevated bg level was unknown. Reportedly, customer left the ER 1.5 hours later. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.